Event description:
The customer reported to olympus, the channel connector clips on the connecting tube broke which resulted in the connector popping off during reprocessing. There was no harm or injury reported due to the event.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in august 2022 based on the three-digit lot number. The specific date could not be determined with that information. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found one side of the grey lock levers and one side of the metal clips were detached and missing from the reprocessor orange plastic connector side. The missing /detached metal clips were not returned for evalatuion. In addition, there were scratches on the outside of the tube, orange plastic connector, and metal connector, and white spots inside the tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the connecting tube was unable to connect to the reprocessing basin due to the detachment of the connecting tube connector. However, the definitive root cause of the connector clip issue could not be determined. It is possible that external stress was applied to the connecting tube's lock lever. Olympus will continue to monitor field performance for this device. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ additional details have been requested regarding the reported event. At this time, no additional information has been provided.